Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. The customer managed to address the high blood glucose level through a correction injection. To resolve the occlusion issue, the customer changed the infusion set and cartridge, then resumed insulin. The issue has reportedly recurred multiple times, the customer reverted to manual dose injection.